Manufacturer narrative:
During inspection and testing, white foreign material was found adhered to the air/water nozzle. In addition, there were colored stains such as rust on the air/water nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, when checking the operation of the subject device first thing in the morning, water could not be sent. After washing, it was dried and stored. The user found water could be sent through high-pressure spray. Troubleshooting was conducted with other equipment and the issue was isolated to this device. As this occurred during testing of the device, there was no patient involvement. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found adhered to the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the nozzle was clogged with white foreign matter. Silicic acid was detected when analyzing the white foreign matter adhering to the air/water nozzle. As for silicic acid, it is unlikely that it originated from the endoscope but it is possible that it is a residue. Additionally, with regard to colored stains such as rust, white foreign substances that are thought to be residues of chemicals have been confirmed, so it is possible that rust was generated by residues, but it is difficult to collect colored stains. Olympus will continue to monitor field performance for this device.